Event description:
It was reported that the user experienced hypoglycemia to 55 mg/dl and intermittent hyperglycemia while using the ilet bionic pancreas, with review of device data showing frequent prolonged hyperglycemic periods and multiple pauses or dosing interruptions consistent with inconsistent pump interaction and increased alarm burden. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user frustration and assignment of additional training; oral glucose was used to treat the hypoglycemia. Investigation included review of uploaded device data and remote troubleshooting with education. Investigation of this case revealed patterns consistent with alarm-driven interruptions and inconsistent pump use; a factory reset was considered as a potential remediation step, and concurrent chemotherapy was reported as a potential confounding factor for glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.